Event description:
At 7:40am the pt took their meds and then went to work. They skipped lunch and was feeling bad around 1:00pm. Pt then used the suspect device to check their blood glucose. They obtained a result of 212mg/dl. Pt then passed out. They were taken to the ER where their blood glucose was 20mg/dl and they were admitted into the hospital.